Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed two opening on anterior side assessed as surgical damage. As per the investigation procedure, particles, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional called to report a right side deflation. Device was explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 29-jul-2024.

Event description:
Healthcare professional later reported the right side device "was electively deflated in the office" after the contralateral side developed a deflation. Abbvie medical safety has determined the right side deflation is not device-related. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional called to report a right side deflation. Device was explanted and replaced.